Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during set up or inspection electrode of the super multivac 50 icw fell off. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. There is a piece of electrode detached from wand. During functional testing the device was plugged into the controller and registered settings (1,7). The wand was able to generate plasma as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.